Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The septum was not found in the second interlink y-site. A batch review was performed on the reported lot with no deviations found. This failure is directly related with (B)(4). The lot reported by the customer was manufactured before this action was implemented.

Event description:
The customer reported to baxter (B)(4) that there was no bung on distal injection port on the interlink continu-flo solution set. There was no patient involvement. No additional information is available.